Event description:
It was reported that when the devices were used during a low anterior resection, the device did not cut or staple completely. The anastamosis was hand sewn to complete the case. There was no consequence to the pt.